Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: during testing it was observed that there was moisture behind the display screen. The keypad cover was found to be fully intact with no visible damage or peeling. The up arrow, down arrow, and ok keypad buttons were found to be unresponsive. The contrast button responded appropriately to button presses. A leak test was performed and a pump case leak was found. The pump case was removed and moisture corrosion was observed on the printed circuit board and keypad flex connector. The audio bolus button could not be tested as the up arrow, down arrow, and ok keypad buttons were unresponsive.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.